Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ligamax was used. After firing two staples, the stapler got stuck and could not work anymore. (With jaw closed and trigger tightened). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/27/2009. Broken jaw at bifurcation. Evaluation summary: the analysis results of the el5ml found it was received with the jaws partially closed; the trigger was assisted in order to open jaws and fed the clips; one pear shaped clip was released. The device was cycled and then the right jaw leg broke off; one clip was ejected. The remaining clips were ejected due to the condition of the jaw; additionally the orange indicator did not show up completely. It was disassembled and could be confirmed that one jaw was broken at bifurcation; evidence of corrosion was found throughout the internal components. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. We have documented the circumstances as they were reported to us. In addition, a preliminary investigation has been initiated to address this issue. Our manufacturing batch history review identified that two or more clips within the same device exceed the maximum clip gap height of 0.007 inches. It was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released to distribution.